Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2017 with the following findings: a review of the pump black box showed the delivered boluses were calculated for (B)(6) 2017; the delivered boluses on each day match correctly the total daily dose (tdd) bolus history. During investigation, a 10.0 u normal bolus was performed; the bolus was accurately recorded in the bolus history and the bolus tdd history correctly showed 10.0u. A 10u audio bolus was unable to be performed due to an unrelated missing audio bolus button cover. The pump was exercised for 24 hours with a 1.0u/hour basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. No warnings occurred during testing. The complaint of the pump¿s bolus totals calculating a >5% discrepancy was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.